Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Serial number: (B)(6); lot number: b0120; software version: 3.8.5; color: pink; battery life remaining: na; first bond date: (B)(6) 2022; initial battery %: 88; last bond date: (B)(6) 2022; last battery %: 82; user mobile device: iphone 10; android/ios: 16.1.1; testing mobile device: iphone 12/galaxy s21 5g; android: 13/ios: 16.3.1. Customer concern: low inpen battery notification. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. However, inpen did transmit to manufacturing app. Inpen passed front cap investigation. Pending further analysis that will be performed at san diego location. In conclusion per san diego analysis: knob stuck at 4. 10 months between first and last bond date. Which caused the low battery notification. Base line functionality test : failed. Displacement dose accuracy: failed. The battery was measured to be at 2.99v. Disassembly of the pen showed that the pattern wheel had jumped over the does nut which caused the pen to not dial pass 4 units. The encoder bond was intact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported replace battery alarm. The battery on the pump does not last as expected. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.